Event description:
It was reported that during the transfer of the implant from the packaging to surgical site, implant fell out form the driver. Procedure was completed using another implant which they had on thiers stock.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown. PMA/510(k) number not available.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Unknown zimmer driver was reported for product disengaged; however, the product was not returned for investigation, so visual evaluation could not be performed. Additionally, functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Pre-existing patient factors, x-ray, and tooth location are not relevant to the reported event. The length of the driver's usage is unknown. The customer did not provide any pictures. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev. 9-10/19. Instructions for use - zimmer instrument kit system, zimmer dental single patient drills, driva drills, and tools, IFU 8874 rev 5 ¿ 08/19. Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown zimmer driver) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, malfunction could not be verified. Therefore, the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.